Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the patient expired. Death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effect.

Event description:
It was reported that the procedure was to treat a totally occluded circumflex artery. The patient also had severe disease of the ramas artery and severely diseased left anterior descending artery and right coronary artery. The patient presented with several days of chest pain. The patient was severely diaphoretic and electrocardiogram (EKG) showed myocardial infarction (mi). The patient developed cardiogenic shock and an intra-aortic balloon pump (iabp) was placed. A temporary pacemaker was placed in the right ventricle. An attempt was made to treat the cx with two non-abbott balloon catheters pressurized to 16 atmospheres (atms) for 15 seconds and 22 atms for 15 seconds. At this time there was no pulse and compressions were started. Then a non-abbott stent was implanted at 12 atms for 20 seconds when a perforation occurred. A non-abbott balloon catheter was pressurized to 20 atms for 10 seconds when ventricular tachycardia was noted. A 2.8 x 26 mm graftmaster covered stent was implanted at 16 atmospheres for 20 seconds, but it did not seal the perforation. A ventriculogram showed end-stage ventricular function with ejection fraction of less than 5% with severe mitral regurgitation and essentially no cardiac output. The temporary pacemaker was discontinued and the patient expired. Medication was administered throughout the procedure to treat the cardiogenic shock, low blood pressure and heart failure. No additional information was provided.